Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, dizzy spells and seizures. The right ventricular (rv) lead exhibited loss of capture, unstable threshold, high threshold. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.